Event description:
It was reported that a spectrum pump failed the preventative maintenance flow rate test. It was reported that the pump overinfused, delivering at a higher rate. The pump delivered 43-44 ml with an unknown vtbi setting. The customer stated that the graduated cylinder and prnk flow trax analyzer tests were performed, with the pump failing both. It wa also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.